Event description:
Physician had device in pt when he noticed that no air was passing through the device. In checking, it was noted that the tube was crushed. Device cut and removed with no harm to pt.